Event description:
Pt noted to have deflated cuff. Conservative measures attempted to maintain pressure in cuff, however failed. Ccm pa made aware and ett exchanged over bovie. A faulty cuff on the et tube was noted. Pt tolerated procedure well. Et tube recovered and will open medwatch.